Event description:
The customer reported a dilution cup overflow on the ortho provue analyzer. No erroneous results were reported. Fluid leak can lead to dilution of reagent / sample, carry over / cross contamination from microtube to microtube, erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and noted dripping from the handler. He found that the probe was bent and the wash block had a small crack on the top of it. The fe replaced the probe and wash block and performed probe, gripper adjustments as well as the reference image. The replacements as well as the adjustments have returned the instrument to expect operation. The customer has not logged any similar complaints against this analyzer since this incident.